Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported they were able to treat a patient without a plan approval.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported they were able to treat a patient without a plan approval. It was ascertained that the customer did not have the "required plan approval for treatment" option set, and this is why the customer was able to treat the fields without the plan being approved. The customer needs to set the "required plan approval for treatment" option in order for mosaiq to alert the customer with a warning message that the plan requires approval. This is an option configuration for the customer to decide whether they want to use this functionality. It has been concluded that mosaiq did not have any malfunction and is working as designed and intended and based on the available information, there was no patient mistreatment.